Event description:
It was reported that patient presented for right ventricular (rv) lead revision for high capture threshold and decreased sensing in the form of r-wave amplitude variation. During lead repositioning procedure, helix was not able to extend. The lead was explanted and replaced. Patient was stable.